Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device capnometer had a failure, calibration failed. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
Updated event date from 03nov2025 to 05 nov 2025.